Event description:
Additional information was received confirming that the original event occurred during a diagnostic endoscope retrograde cholangiopancreatography procedure. According to the initial reporter, there was no delay in the procedure and no patient harm as a result of this event. Furthermore, the event date was confirmed as 8mar2023.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3, b5, e2, & e3. This information does not alter the results of the investigation previously provided. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material not being removed by failure of appropriate reprocessing due to malfunction of the forceps elevator and breakage of the knob wire (k-wire). However, the root cause of the reported event is unable to be determined. The detection method is contained in tjf type 150 operation manual chapter 3 preparation and inspection. The preventive measures are contained in tjf type 150 reprocessing manual 3.5 manual cleaning. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus duodenovideoscope due to the unit having had the k-wire completely cut off. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as a foreign material was found in the forceps elevator. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The units k-wire had been completed severed. Additionally, the subject device had undergone insufficient reprocessing as foreign material was found inside the forceps elevator. Further inspection revealed notable wear and tear on the device in the form of scratches, cuts, pinholes, and elongation. The elongation of the angle wire caused the control knob to move outside of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.